Manufacturer narrative:
Technician found the bed in hall. Siderail would not latch. Siderail end tube was bent causing siderail not to latch. Replaced siderail end tube to resolve this issue.

Event description:
Complaint received that the siderail would not latch. No injury alleged.